Event description:
Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device's log file showed nibp cuff block entries, which would display a "nibp kinked hose" message and prevent the device from measuring blood pressure. The reported nibp kinked hose issue was not observed during evaluation. The device passed all nibp testing on the bench and with a simulator without any issues. To prevent future recurrence, the g mod was replaced. Section a1, a4, and b5 were updated to reflect no patient involvement after receving additional information. Section d1 and d4 were updated to reflect the correct device for this issue after recieving additional information. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.